Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with broken battery tube threads. The device was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is suck, and the keys do not responding. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.